Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specifications with accurate readings.

Event description:
Customer reported via phone call that they received a threshold suspend. The blood glucose reading is 177 mg/dl. Customer states that the sensor and blood glucose readings are off.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.